Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were 23.7 mm, perimeter 74.6 mm, area 428.7 mm. A pre-dilation was performed with a non-abbott balloon. The final implant depth was 7mm. The patient developed a left bundle branch block (lbbb) during the procedure. The echocardiogram after the procedure showed patient had a sinus rhythm with a prolonged pr intervals of 250ms and qrs complexes of 80ms. The intensive care unit (ICU) monitoring reveled persistent conduction disturbances and the development of complete atrioventricular block on (B)(6) 2025. A pacemaker was implanted in the patient. After the procedure, a grade 2 paravalvular leak was noted visually which appears between 12 and 15 o'clock. On (B)(6) 2026, a transthoracic echocardiogram (tte) showed mild para prosthetic leak occurring between 1 and 2 hrs, extending over to 10 to 15% of the circumference with a jet directed towards the anterior mitral leaflet. The patient required prolonged hospitalization due to this event. On (B)(6) 2026, a 14-5mm amplatzer vascular plug iii was implanted in the patient. The patient was reported discharged.